Event description:
It was reported that the implantable cardioverter defibrillator exhibited back-up vvi operation during the cyber security verification process. Patient was asymptomatic. Repositioning the wand and changing programmers did not resolve the issue. The device was explanted and replaced (B)(4) 2018. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and . The cause of the bvvi was a connection anomaly of a component in the hybrid circuit.